Event description:
It was reported while using bd vacutainer® push button blood collection set, 2 devices had a crack in the luer and leaked blood. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd received a photo for investigation. Evaluation of the photo indicated a split female luer adapter. Additionally, 10 retained samples were visually inspected, and no split female luer adapters were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: damaged/cracked luer bd has initiated further root cause investigation relating to the issue of damaged/cracked luer through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows d.2. Medical device type: jka d.3. Common device name: tubes, vials, systems, serum separators, blood collection e.1. Initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® push button blood collection set, 2 devices had a crack in the luer and leaked blood. There was no health impact or consequences reported.